Event description:
Health professional reported a "sudden loss of restriction." "Fluid level was evaluated at office and it was noted to be missing fluid". A port replacement was used. Follow-up findings: the patient "came in a couple times for a fill appointment and fluid was missing." A fluoroscopy was done and leak confirmed. Tubing leak was noted at explant.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. In addition, the analysis noted pulled and missing material at the damaged port septum and evidence of coring likely to be caused by the use of a coring needle. Analysis noted leakage from a smooth opening on the port tubing consistent with wear and tear. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."